Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed this is the only reocclusion complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 12 months after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00022.

Manufacturer narrative:
Additional information: a.4 the patient weight and weight units were updated to 228 lbs, respectively. B.7 other relevant history had the following statement removed due to the patient weight being received " although request, the patient weight is unavailable." H3 analysis: the samples were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed this is the only reocclusion complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesions located in the right mid-distal superficial femoral artery (sfa). Approximately 1 month after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded. A clinically driven revascularization was performed and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the study devices or procedure. The samples were discarded by the user facility and are not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00022.

Manufacturer narrative:
Additional information: relevant tests and lab data had the following information added "on (B)(6) 2015, reintervention was performed on target lesions and non-target lesion in the target vessel. On (B)(6) 2016, dus imaging indicated target lesion was occluded and core lab analysis of dus imaging on (B)(6) 2016 indicated entire right sfa as occluded. On (B)(6) 2016, reintervention was performed on target lesion 1 and not-target lesion in the target vessel." Other relevant history had the following information added "past medical history includes: type 2 diabetes, dyslipidemia, hypertension, stroke, coronary artery disease (cad), myocardial infarction (mi), transient ischemic attack (tia), irregular heart beat, arthritis, peripheral artery disease (pad), anemia, rutherford class v in right leg." Corrected data: date of event was changed from "(B)(6) 2016" to "(B)(6) 2015" the event description was changed from "it was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 12 months after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00022." To "it was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesions located in the right mid-distal superficial femoral artery (sfa). Approximately 1 month after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded. A clinically driven revascularization was performed and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the study devices or procedure. The samples were discarded by the user facility and are not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00022." The UDI no. Was changed from "(B)(4)" to "(B)(4)." The eval codes + desc. Were changed to align with FDA guidance that was effective on july 6th, 2018. The evaluation methods codes were changed from "3263 and 3317" to "4115,3331, and 4110." The evaluation results code "213" was added. The evaluation conclusion code "92" was changed to "4310." The samples were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed this is the only reocclusion complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesions located in the right mid-distal superficial femoral artery (sfa). Approximately 1 month after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded. A clinically driven revascularization was performed and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the study devices or procedure. The samples were discarded by the user facility and are not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00022.